Manufacturer narrative:
The actual pump was returned and evaluated. The power requirement for european pumps is 240 v at 50 hz. The mfg plant determined the 100's digits on the led display were not being illuminated. Co was unable to determine the actual pump settings, but testing revealed dose delivery is correct. Failure of the led digit to illuminate could have resulted in the reported problem. The failure was due to an intermittent short circuit. This is considered an isolated incident.

Event description:
Customer reports, pt was being fed at 60 mls/hour but received 260 mls in the hour resulting in the pt being very sick. Reportedly, two numbers appeared in the led display. No pt injury is reported.